Event description:
The customer reported that during a laparoscopic-assisted vaginal hysterectomy, a piece of the active waveguide disengaged from the device and fell into the patient cavity. The piece was retrieved and there was no reported patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : 01/16/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.